Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. It was noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) administered therapy and shocked the patient out of the syncopal episode. No further information is available and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. It was noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) administered therapy and shocked the patient out of the syncopal episode. No further information is available and no additional adverse patient effects were reported. The subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted approximately one month later for reported normal battery depletion. The device was returned for analysis.